Manufacturer narrative:
According to the received information, diagnostic imaging confirmed that the active electrode is almost entirely dislocated in the mastoid cavity. The patient did not have any response to sound at switch on. A revision surgery was carried out where the active electrode could be re-inserted successfully. This is a final report.

Event description:
After switch on the patient did not show reliable hearing awareness. A CT scan showed that the electrode array has migrated and is located in the right mastoid cavity.

Event description:
After switch on the patient did not show reliable hearing awareness. Intra-op and post-op measurements show ok status on all electrode channels. A CT scan showed that the electrode array has migrated and is located in the right mastoid cavity. The revision surgery to re-inset the electrode is planned for (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.